Manufacturer narrative:
Eval, result: foot board module, head board.

Event description:
It was reported by service report that the bed has various problems. No pt involvement or adverse consequences are reported.